Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee lateral collateral ligament repair procedure, the screw was broken. All broken pieces were removed from the patient. No additional bone holes were required and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment confirmed the reported complaint of breakage. The threaded portion of the anchor has been broken off and was not returned for examination. The eyelet portion of the anchor remains attached to the inserter. The hex of the eyelet is no longer aligned with the hex of the inserter. This condition indicates that excessive torque was placed on the device during insertion causing the anchor to break. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.